Event description:
It was reported prior to use when flushing the sideport, the physician drew in air. He attempted to flush completely but the air continued to be drawn in. The product was never used on the patient and was discarded by a clinical nurse.

Manufacturer narrative:
The product was not returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported air leak remains unk. There were no consequences to the patient. (B)(4)